Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a right ventricular (rv) lead, there was a lead failure characterized by high impedance greater than 4000 during testing. Multiple tests were conducted during the operation, and the analyzer consistently showed impedance greater than 4000. Despite changing the position several times and eliminating the connection line as a fault source, the impedance remained high. The surgeon decided to replace the lead, and the impedance of the new lead was normal. Diagnostic testing and troubleshooting were performed. The rv lead was attempted not used and replaced by a medtronic product. No patient complications have been reported as a result of this event.